Event description:
It was reported to medtronic neurosurgery that the patient was born with a small mass, identified as a meningocele, on her occipital scalp. This mass was surgically removed when the patient was (B)(6) old. When the patient was (B)(6) old, her parents brought her back for medical attention due to delayed cognitive development and a bulging anterior fontanelle. A MRI taken at time showed a chiari malformation. A strata valve (cat# 42856 lot# d16471) and codman bactiseal catheters were implanted into the patient on(B)(6) 2013. The patient¿s mother stated that after the shunt was implanted, the patient¿s head would occasionally drop straight to her chest. The mother stated that she tried to see the neurosurgeon regarding this issue, but didn¿t end up seeing them. The patient was then taken to the ER on (B)(6) 2013 because she had started wheezing. The ER staff diagnosed an acute bronchiolitis and sent the patient¿s parents home with treatment. Two days later, on (B)(6) 2013, the patient was found dead by the patient¿s caretaker. It was reported that the caretaker stepped away for a minute and came back to find that the patient was unresponsive. No attempts were made to resuscitate the patient. Dr. (B)(6), the initial reporter, stated that in the autopsy she found pretty severe chiari malformations. She said she is calling in a pediatric pathologist to help with determining the cause of death, as it is still unknown. She does not think the valve was attributable to the patient¿s death, but she wanted to get it tested to see if it is functional.

Manufacturer narrative:
The returned valve was not patent. A large amount of proteinaceous debris and patient tissue was observed in the interior of the valve. Debris and tissue were observed to be covering the valve mechanism¿s inlet. Additionally, some tears were observed on the siphon control device¿s outer silicone elastomer casing. It is unknown how or when the damage occurred. The occlusion precluded the leakage, siphon, reflux, pressure-flow, and preimplantation tests. The instructions for use (IFU) that accompany the device state that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The IFU also states that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing or components. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).